Manufacturer narrative:
Investigation evaluation. A review of the complaint history, instructions for use (IFU), and quality control were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for investigation. No imaging was provided. A document based investigation evaluation was performed for all potential complaint devices. A review of the device master record for all potential devices found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file for all potential devices showed that the affected products are safe and effective for their intended use. A review of the device history record could not be completed due to a lack of lot information. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: the product instructions for use (IFU), t_zaaaf36_rev6 [tfle] and t_zaaaf_rev5 [tfle(-zt), provided with tfle devices states the following in consideration of the reported failure mode: 4 warnings and precautions: "patents experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." 5.2 potential adverse events "adverse events that may occur and/or require intervention include, but are not limited to: - arterial or venous thrombosis and/or pseudoaneurysm - claudication (e.g., buttock, lower limb) - graft or native vessel occlusion" 8 patient counseling information: "physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg." 11 directions for use. 11.1.8 contralateral leg placement and deployment - "4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency ad a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." 11.1.11 ipsilateral iliac leg placement and deployment. - "2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. - note: if an overlap of greater than three iliac leg stents is required (greater that two iliac leg stents for 37, and 54 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side." The product instructions for use (IFU) [t_zaaasz_rev3] provided with zsle prefix devices states the following in consideration of the reported failure mode: 4 warnings and precautions: "patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patient with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Excessive overlap of 10 mm above the main body graft bifurcation may increase the risk of limb thrombosis." 5.2 potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g., buttock, lower limb). Graft or native vessel occlusion". 8 patient counseling information: "physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg." 11 directions for use: section 11.1.4: contralateral iliac leg placement and deployment 4. "Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum of one stent, and a maximum of 30 mm within the main body endovascular graft." Section 11.1.5: ipsilateral iliac leg placement and deployment 2. "Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. Note: if an overlap of greater than 55 mm is required, it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side." The product instructions for use (IFU) [t_zlpcin_rev6] provided with zall prefix devices states the following in consideration of the reported failure mode: 4 warnings and precautions: "patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. Adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully o determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Excessive overlap of the iliac leg graft within the limb may increase the risk of limb thrombosis. The ideal overlap between the zall leg and the zalb limb (approximately three stent lengths) can be achieved by aligning the gold mark on the iliac leg graft with the check mark on the main body graft contralateral limb or with the gold mark on the main body graft ipsilateral limb. In order to accommodate patient anatomy, the zall leg graft may be deployed with 2.5 to 3.5 stents' overlap on the contralateral side or 2.5 to 4 stents' overlap on the ipsilateral side of the main body graft." 5 potential adverse events: "adverse events associated either with the zenith low profile aaa endovascular graft of the implantation procedure that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g., buttock, lower limb). Graft or native vessel occlusion". 7 patient counseling information: "physicians must advise all patients that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg." 9.5 device diameter sizing guidelines: "the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow." 10 directions for use: 10.1.6 contralateral iliac leg placement and deployment: "4. Confirm position of distal end of the contralateral iliac leg graft. Reposition the contralateral iliac leg graft if necessary to ensure both internal iliac patency and minimum overlap of 2.5 stents (i.e., proximal stent of iliac leg graft, maximum overlap of 3.5 stents) within the main body endovascular graft." 10.1.8 ipsilateral iliac leg placement and deployment: 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency and a minimum overlap of 2.5 stent (i.e., proximal stent of the iliac leg graft, maximal overlap of 4 stents) within the main bod endovascular graft." Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was not established. Thrombus formation is a known inherent risk of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: e1. E1 - title: consultant vascular and endovascular surgeon. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown. Device was a zenith aaa endovascular graft iliac leg, either a zall, zsle, or a tfle. Common device name: unknown as the exact rpn of the complaint device is unknown. Procode of zsle or tfle products is mih, but procode of zall products is unavailable. Concomitant products: unknown as the exact rpn of any main bodies implanted is unknown. (B)(6). Report source - other: (B)(6); internal personnel. PMA/510(k) #: unknown as the exact rpn of the complaint device is unknown. PMA# of zsle and tfle products is p020018, but PMA# of a zall products is unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith aaa endovascular graft iliac leg occluded. Zenith limbs and main bodies were implanted in a patient during an endovascular aneurysm repair (evar) . It is unknown how many limbs and main bodies were implanted. It is unknown which of the limbs occluded and when the occlusion was noted. It is unknown if a re-intervention was required due to the occlusion. Additional information on event details was requested but is unavailable. No other adverse effects have been reported for this incident.